Event description:
No new information.

Manufacturer narrative:
The 4 pending devices were not evaluated, but reviewed by data and confirmed the issue. Evaluation results findings (results/components). 4 devices: fracture problem/rod/shaft.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced accessible sharp metal edges. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.